Manufacturer narrative:
Follow-up indicated that no infection was present. The patient had the site drained of fluid but tested negative for an infection. The patient is currently using the device and has found effective pain relief. Patient code (B)(6) in the initial report has been replaced by patient code (B)(6) in this follow-up report.

Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the lead incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and is scheduled for the wound to be opened and cleaned. There have been no reports of further complications regarding this event.